Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a staphylococcal infection starting at the ipg site and it followed to the lead site. The patient became very sick and underwent an explant procedure. The patient was reportedly discharged from the hospital.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead .

Event description:
A report was received that the patient had developed a staphylococcal infection starting at the ipg site and it followed to the lead site. The patient became very sick and underwent an explant procedure. The patient was reportedly discharged from the hospital.